Event description:
Reportable based on analysis completed on 05/19/2009. It was reported that during a coronary artery bare metal stenting treatment procedure, the liberte bare sds (stent delivery system) was unable to cross the target lesion. However, returned device analysis revealed stent damage. The physician was attempting to treat an unspecified lesion with a 2.75x32mm liberte bare stent. The liberte bare sds was unable to cross the target lesion. The procedure was completed with another liberte bare stent. There were no reported patient complications. The patient status is listed as "stable".

Manufacturer narrative:
Pt: 18 years or older. The liberte bare complaint device was returned for analysis. A visual and microscopic examination found that both the distal and proximal edges of the stent were damaged. Struts on stent row 1 from the distal edge were raised. Some of the struts on the stent rows 1 to 3 from the proximal edge were bunched and severely misaligned. There were kinks along the entire length of the hypotube. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).